Event description:
It was reported that the device was in need of repair. At product evaluation investigation the device passed the rpm test but was erratic. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Investigation is complete. This is an initial final report submission. The device passed the rpm test but was erratic, the control bar was flush with the master blade, and calibration was not in limits when set to the 0 reading. The device did not pass visual inspection. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.